Event description:
Patient underwent reconstructive surgery for a left foot deformity. During procedure, 1.1mm guide wire broke off inside a 4.0 cannulated screw. Attending surgeon elected to leave the guide wire in place inside the screw. Per surgeon, there should be no harm to patient as guide wires are sometimes used for fixation in procedures of this nature.